Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that the insulin pump had water underneath the screen and the device had a blank display. The customer went to snorkeling while wearing the insulin pump. No further info was provided.